Manufacturer narrative:
Pump was received with blank display due to moisture damaged electronic assembly. Unit was received with corroded battery tube and missing serial number label. The p-cap locks properly into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer also stated that the display did not returned after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.